Event description:
The patient had two leads (for off-label use) from the same lot number. It was reported that the patient's ((B)(6)) left lead was revised on (B)(6) 2014 due to skin perforation confirmed with postoperative x-rays.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.